Event description:
Per the clinic, the patient reportedly experienced headaches with device use; the device was subsequently explanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed april 28, 2014.